Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cpu and the ribbon cable was installed. The complementary metal oxide semiconductor was reset. The configuration files and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. This event occurred during a procedure. No pt injury was reported.